Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an adhesive event where infusion set fell off on 05-jul-2024 while sleeping due to tape not sticking. No further information was available.